Event description:
It was reported that stent damage occurred. The 26mm in length target lesion was located in the moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, while crossing a previously placed stent in the proximal to mid lad, the stent was deformed. The device was removed the procedure was completed with two synergy stents sized 3.00 x 38 and 3.50 x 20. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 2.5mmx26mm, target lesion was located in the moderately calcified proximal to middle left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, while crossing the stent, the stent was deformed. The device was removed. A synergy 3.00 x 38 and synergy 3.50 x 20 were used to deploy and completed the procedure. The patient was stable following the procedure. It was further reported that the 80% stenosed was mildly tortuous, and the proximal stent strut was deformed.

Manufacturer narrative:
B5: describe event/problem: updated.e1: initial reporter facility name: corrected from boston scientific corporation to national heart centre.e1: initial reporter city: updated

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 2.5mmx26mm, target lesion was located in the moderately calcified proximal to middle left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, while crossing the stent, the stent was deformed. The device was removed. A synergy 3.00 x 38 and synergy 3.50 x 20 were used to deploy and completed the procedure. The patient was stable following the procedure. It was further reported that the 80% stenosed was mildly tortuous, and the proximal stent strut was deformed.